Event description:
It was reported by the provider that the customer has had multiple issues with the right side wheel rubbing on the frame. No patient injury alleged, no additional information provided.